Event description:
It was reported on the 7th day of ECMO a crack was noted in the raceway tubing as it was being "walked" to a new section. On the 12th day there was a rupture noted in the tubing and it was replaced. Bypass was interrupted for approximately 3-4 minutes. The pt was not affected by this incident.